Event description:
Additional information was received from a consumer (con). It was reported that the patient visited their urologist in the past three weeks prior to the report. The ins heating up was due to the patient relieving muscle pain in their left leg with a portable massager. They stopped using the massager, in response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that about three weeks prior to the report, they noticed that the implantable neurostimulator (ins) kind of heated up and the patient felt a burning sensation. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.